Event description:
It was reported by the physician that he has noticed issues with the pumps of three inflatable penile prosthesis (ipp) devices recently when the patient was seen during their follow-up appointments. "The pumps are requiring a fair amount of manipulating to get working. He said he needed to play with it for a few minutes and by alternating the squeezing of the pump as well as depressing the button, he was able to release the valve with a notable 'pop'. Then the device worked fine for several times and then would all of a sudden seem to lock again and would require further manipulation to release again. He said he didn't feel it warranted removal at this point." Boston scientific has been unable to obtain additional information regarding the circumstances.